Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, the staple was opened when the exclusion was stapled, at the level of the gastric body, when the surgeon was using the blue load and manual stapler. The other staples that were made on this sleeve, with the same manual stapler and other loads: blue (same batch as the load with staple opening), gold and green, there were no problems. No patient consequences reported. No further information is available.